Event description:
The novasure device was introduced into the uterine cavity. It was opened to a width of 4.2 cm. A test dose of carbon dioxide was given and it failed. The collar was examined; it was tight against the cervix. We tried again and still it failed. The novasure devices were changed. The second device was inserted and the collar was tightened around the cervix. The width was 4.2 cm. A test dose of carbon dioxide was given and this time it passed. The cycle was begun and ran for 1 minute and 3 seconds. At the conclusion the novasure device was removed. The hysteroscope was again placed within the uterine cavity. A good burn had been obtained throughout.